Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (DHR) review was conducted previously on legacy complaint (B)(4) found no discrepancies and no nonconformance's. H10 additional narrative: added: a2 (birth date), b7, d4 (expiration) and h6 (patient).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (DHR) review was conducted previously on legacy complaint (B)(4) found no discrepancies and no nonconformance's.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for right knee severe pain and stiffness. Event is not serious and is considered moderate. Event is probably related to both device and procedure. Date of implantation: (B)(6) 2010; date of event (onset): (B)(6) 2013; (right knee). Treatment: right knee surgical arthroscopic excision of scar tissue and manipulation under anesthesia.